Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not communicating with the server. A technical support specialist (tss) dialed into the station and verified that the system was not in use. The database size was confirmed to be under 5 giga byte (gb), but the device displayed a disconnected mode icon. Although the system had been recently rebooted, the data sync service failed to remain active after restart. Further investigation confirmed no retry errors, but the station was not communicating with the server. The logs identified a null reference exception error occurred during sync service shutdown. A backup of the station database was taken, after which the database was dropped and recreated. A full synchronization was completed successfully. The station was rebooted, and med application functionality was restored to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es asc_or_2 was not communicating with the server for patient data to come through, requiring users to manually admit patients. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.